Manufacturer narrative:
PMA/510k: this report is for an unknown plates: dhs/dcs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent revision procedure of the two (2) holes unknown dhs plate, the unknown 7.3mm cannulated screw, the dhs compression screw and the two (2) unknown cortex screw failed fixation. Initially, the patient was implanted with a dynamic hip and condylar screw system (dhs) in september 2019. The patient did not heal so there was a nonunion of the fracture. There is no further information available. This report is for one (1) unk - plates: dhs/dcs. This is report 2 of 5 for (B)(4).